Event description:
During the intervention, the balloon ruptured while deployed in the patient. The surgeon observed a decrease in inflation pressure, indicating balloon failure. The device was safely removed with no patient injury or adverse clinical consequence. The catheter was discarded following removal and was not available for further evaluation. A replacement catheter was used, and the procedure was completed successfully without additional complications. The device was pre-use checked prior to use.

Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the root cause of the incidents could not be determined. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.